Manufacturer narrative:
Product event summary:: performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit timeout. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached end of service (eos) due to a charge circuit time out. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis found high internal battery resistance. Analysis confirmed that the capacitor did not charge efficiently with the original device battery. Hybrid analysis revealed the device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. The results were consistent with the device battery causing the excessive charge time. Battery analysis revealed no internal battery shorting, however, lithium severing and partial lithium severing was observed. The charge circuit timeouts resulted from increased battery resistance induced by the lithium severing. If information is provided in the future, a supplemental report will be issued.